Event description:
It was reported that the device was explanted after implant duration of zero days, due to unknown reasons. No further details were provided.

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a stent dislodgement occurred. The 90% stenosed 3cm lesion was located in the moderately tortuous femoral artery. The lesion was predilated with a sterling 6x20mm balloon. The 8x38mm iliac 6french unistep plus stent delivery system catheter was "stuck" with another manufacturer's guide wire when advanced to the lesion. The catheter was attempted to be removed from the guide wire, and the stent was deployed approximately 1 to 1.5 cm from the lesion. The procedure was completed with another of the same device. The patient condition is reported as "good."

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. Information was learned through implant patient registry. The patient also had two other devices explanted on the same day. Two requests were made (via e-mail) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.